Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderate to severely tortuous vessel in the liver. A 180x25cm fathom peripheral guidewire was selected for use. During the procedure, it was noted that the device broke within 10 - 15cm from the distal tip inside the non-boston scientific microcatheter. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire was inspected and the distal tip was detached. Microscope inspection revealed that the distal tip was detached. The device was measured in three sections (distal - medium - proximal) and it was confirmed that the overall dimension of the device is within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderate to severely tortuous vessel in the liver. A 180x25cm fathom peripheral guidewire was selected for use. During the procedure, it was noted that the device broke within 10 - 15cm from the distal tip inside the non-boston scientific microcatheter. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient is fine.